Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported event. Potential contributing factors identified through the clinical evaluation include; off label use due to non-endologix stents placed in the renal arteries, and unintended movement causing a decrease in overlap between components. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all complaints having an identified failure mode of a type 3b endoleak with stents implanted prior to (B)(6) 2014. As part of the root cause investigation endologix identified the following potential root causes to a type 3b endoleak; patient anatomy, failure to follow the indications for use, and the need for the patient to have additional endovascular procedures which may require processes such as; gaining wire access and ballooning. Endologix implemented the following corrective actions with the intent of resolving and reducing the number of reported type 3b endoleak events; upgraded graft material on stents manufactured after 2014-june and additional physician training was completed. Since the corrective actions were implemented in (B)(6) 2014, there has been a 90% reduction in the number of type 3b endoleak events on stents made prior to (B)(6) 2014 reported.

Event description:
Additional information received, the patient had a secondary procedure on (B)(6) 2017. The physician elected to implant two suprarenal aortic extensions, a bifurcated stent, and an ovation extender to seal the endoleak. It was also identified through clinical evaluation the patient had renal stents placed in 2012 in a snorkel procedure. In a CT completed on (B)(6) 2017 showed the patient had an occlusion of the left renal artery and a left renal stent collapse. Treatment for this was not reported to endologix.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted on (B)(6) 2012 with a bifurcated stent, a suprarenal aortic extension, and two limb stents. A follow up computed tomography showed a potential type 3b endoleak. A secondary intervention has not been scheduled or completed for this patient. The patient is reported to be in stable condition.